Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that there was excessive debris inside the chamber. It was determined that this was due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that oil was leaking out of the bottom of the foot control device. The event had no relation to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The event was reported to have occurred in (B)(6) 2016 but the exact date of event was not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.